Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that peritonitis was contracted requiring hospitalization on (B)(6) 2025 for medical treatment. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of nausea and abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which grew bacteria corynebacterium striatum. The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose not provided) every 5 days and subsequently discharged from the hospital on (B)(6) 2025. The nurse stated the patient is recovering and continues pd with the same cycler. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis may have been associated with patient breach in aseptic technique.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that peritonitis was contracted requiring hospitalization on (B)(6) 2025 for medical treatment. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of nausea and abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which grew bacteria corynebacterium striatum. The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose not provided) every 5 days and subsequently discharged from the hospital on (B)(6) 2025. The nurse stated the patient is recovering and continues pd with the same cycler. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis may have been associated with patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.